Manufacturer narrative:
The account disconnected the emergency trend linkage and the had hi/low still drifted about 3 degrees. Repairs have not been completed.

Event description:
The account alleged that the head hi/low has drifted down over night about 6 degrees.